Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display went blank immediately after insulin pump was expose to moisture. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was vibrating without an alarm or alert. The insulin pump accidently dipped into pool. The customer received battery out limit due to fluid exposed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.